Manufacturer narrative:
Date of event: date the incident occurred used as (B)(6) 2020 since it occurred few months back. Device is a combination product.

Event description:
It was reported that removal difficulties were encountered. A synergy drug-eluting stent was implanted for treatment. However, during catheter removal, it was noted that the device was sticking to the stent. No patient complications were reported.